Event description:
It was reported that during a pneumonectomy procedure, the stapler reloads did not close the lung vessel during firing. The doctor sutured the vessels and used a new reload. No patient consequences reported. Device was discarded.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation. Additional information: how was the patient impacted due to the event? The duration of anesthesia was extended. Was there any negative impact to the patient as a result of the extended anesthesia time? No, the device was not returned for analysis. However, there was a packaging lot or batch number provided by the user facility. With this information, the manufacturing related records were reviewed and we were unable to confirm the complaint, nor determine a manufacturing or design related cause for the reported event. Complaint information is trended on a regular basis to determine if further investigation is warranted.